Manufacturer narrative:
Follow-up # 1 date of submission 04/03/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 03/24/2015 with the following findings: a review of the pump¿s black box history showed evidence of cs 064 call service alarm occurring. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The complaint that the pump emitted a cs 064 call service alarm was observed in the pump history but was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged that the pump emitted a cs 064 call service alarm when performing the prime/fill cannula step. It was noted that the cartridge and tubing was changed, but the pump was not able to complete the rewind, load, and prime steps. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.